Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a low flow issue with the gel pads. The complainant disconnected and reconnected the pads, but the issue was not resolved. Per follow up, the patient was able to complete therapy on another set of pads without any further issue.

Manufacturer narrative:
The event reported "it was reported that there was a low flow issue with the gel pads. The complainant disconnected and reconnected the pads, but the issue was not resolved. Per follow up, the patient was able to complete therapy on another set of pads without any further issue" was unconfirmed. The pads were inspected and found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears, or perforations. The seal between the manifold connector and pads were found completely sealed and the connectors were found free of damages. The pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. According to the test method, the flow rate was found to be acceptable on all the returned pads. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that there was a low flow issue with the gel pads. The complainant disconnected and reconnected the pads, however the issue was not resolved. Per follow up, the patient was able to complete therapy on another set of pads without any further issue.